Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device test failed. There was no reported patient involvement.

Manufacturer narrative:
Previously reported information indicated that the processor pca was replaced to resolve the problem. This was erroneous and the power pca was replaced to resolve the problem. The power pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Q5 had failed and sr1 was missing and were replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer contacted philips healthcare to report that the operational check test failed. There was no reported patient involvement.